Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Clarification to d.9 device available for evaluation: device was not returned, but photos were provided on 13/mar/2026. Photo evaluation was completed. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "implant rupture". Later healthcare professional confirmed the event. This record is for the right side. The device was explanted.